Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 in which it was reported that an episode was observed on (B)(6) 2017 containing noise that was consistent with minute ventilation sensor oversensing. Additionally, a high out of range ra pacing impedance measurement greater than 2,000 ohms was also observed and resulted in activation of the lead safety switch (lss) feature. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).